Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer beeping during the alarms and alerts. The customer¿s blood glucose during the incident was 154 mg/dl. The device did not beep during troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents and active currents. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures during self test and confirmed in the insulin pump history due to broken pin 6 trace on u1 keypad assembly.